Event description:
User facility reported lens fell into vitreous. The lens was fished out and an anterior chamber lens was implanted. The wound was reported to have been widened. Relationship of event to lens was not indicated.